Event description:
Caller states the patient tested 2.3 inr on coaguchek s system and 1.8 inr on coaguchek xs system during duplicate testing. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. Reference medwatch a1 patient for suspect device in coagucheck xs system.